Event description:
Account alleged that the left foot siderail is not latching.

Manufacturer narrative:
Technician found that the latching mechanism was hanging up on the plastic coupler connector that holds the latch in place. Technician had to file down the plastic coupler on both sides to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.